Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, the vessel sealer extend (vse) tips would not open. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The instrument was analyzed and found to have a dislodged set screw from the grip open ring. As a result, the instrument grips would not open. The screw was found dislodged from its normal position and stuck onto the magnet inside of the housing. There are no signs of potential fragments. The complaint was confirmed based on failure analysis.